Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the lead dislodgment was that the electrode came out when placing the tegaderm and 'kling on skin'. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that one of the patient's leads came out during surgery so they only have one lead. A second call indicated that the patient had an off day and was turning up stimulation which was causing discomfort. Additionally, the patient had an upset stomach the day of the call, but the patient was unsure if the upset stomach was from stimulation or from the patient "catching something." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.